Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced a low blood glucose level that was "low" per continuous glucose monitor readings. No further information was obtained as customer declined troubleshooting for this issue with tandem technical support.